Manufacturer narrative:
Further information has been received in which the corrected explant date has been filed.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.

Event description:
--

Event description:
Boston scientific received information that the patient implanted with this device system was suspected to have an infection. The patient's physician was to perform an invasive revision procedure and the system was to be explanted. No further observations were reported.